Event description:
A review of service data detected a reportable event. Upon servicing of battery charger/modem sn (B)(4), the charger was unable to charge a test battery. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been complete. Upon inspection the charger was unable to charge a test battery. The failure to charge the batter was caused by debris on the battery board contacts. Once the contacts were cleaned, the charger/modem was able to charge a test battery. The source of the debris could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last patient to use this charger/modem did not report any deficiencies.